Event description:
It was reported that the "wires are all messed up". Further information was provided that a wire was exposed between the ac connector and ac power module. The event occurred during clinical use, but there was reportedly no patient harm. This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.